Event description:
It was reported that on (B)(6) 2012, the doctor implanted a long term catheter via right ij vein and used the line to secure the catheter. The operation was successful. The nurse used the non-alcoholic iodophor to maintain. Date (B)(6) 2013, the patient found the catheter was out of the position. When he was staying at home. Date (B)(6) 2013, the patient came to the hospital and reported it to the doctor. The doctor checked and found the tissue in-growth present on the cuff and the catheter was detached from the cuff. The doctor considered the patient's age is too old, the cuff was not extracted. He changed a new catheter.

Manufacturer narrative:
The complaint of a detached heat sleeve/ surecuff is confirmed. Gross and microscopic examinations confirm a complete separation of the heat sleeve/ surecuff from the catheter. At this time the mechanism of damage is undetermined. The detached heat sleeve/ surecuff was not returned for evaluation. A lot history review (lhr) of reve1122 showed no other similar product complaint(s) from this lot number.